Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 52 year old female patient presenting with cardiomyopathy for impella support. During support, the patient endured an ischemic stroke. The relationship to the stroke and the use of impella could not be ruled out.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01554 was provided in sections b5, d6, g2, and h6. This file is being submitted as part of a retrospective review of historical records.

Event description:
Additionally, the complainant reported that the patient experienced a gastrointestinal bleed during impella placement and received blood transfusions to manage the complication. It is unknown how hemostasis was achieved. Weaning was successful, the device was removed, and the patient survived the explant procedure.